Event description:
It was reported that noise was seen on both the atrial and ventricular leads when the patient clasped his hands together in front of him and squeezed. The leads show normal electrical function.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.